Event description:
It was reported that the there was no cassette removal alarm; occurred during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. Smiths tampered seal label was intact. There was evidence of the reported allegation found in the event log. Functional test was performed and confirmed the reported problem. The pump was found to be "double beeping and no cassette removal alarm" during the investigation. There were also signs of fluid ingression found on pump by the chassis base of the downstream occlusion sensor which caused the issue. The downstream sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.